Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia the customer blood glucose level was 500 mg/dl. Customer stated they receive insulin flow blocked alarm and they would troubleshoot and when they did remove the cannula it was bent. Customer also stated that insulin pump receives stuck button alarm and they were able to clear the alarm. Customer states the buttons were working. Customer did not want to troubleshot for high blood glucose value. The device will not be returned for analysis.